Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open and the cartridge disengaged. The surgeon was able to retrieve the component and complete the procedure. The hosp has reported no pt injury occurred.